Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced wound dehiscence and infection at the device pocket. It was noted that the patient's device had eroded through the skin. The right ventricular (rv) lead was capped and replaced on (B)(6) 2025 while the implantable cardioverter-defibrillator (ICD) was explanted and replaced during the same procedure due to the infection. The patient was stable throughout the procedure.